Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient ipg was at end of life and underwent an ipg replacement procedure.

Event description:
It was reported that patient ipg was at end of life and underwent an ipg replacement procedure. Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by facility.